Manufacturer narrative:
Device codes: 1494 not labeled. Internal file number - (B)(4). Correction: device code 2017 changed to 1494. Device code 1494: patient selection/use in tricuspid valve the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and reviewed, and it appears that user technique/procedural circumstances contributed to the reported device dislodged by another device. The single leaflet device attachment (slda) is a cascading effect of the device dislodged by another device. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. It should be noted that the mitraclip instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that user error contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 1 implanted mitraclip, xtr clip delivery system. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation with a grade of 4+. One clip was implanted in the mitral valve, reducing the mr to <1. Next, one xtr clip delivery system (cds 81120u146) was advanced to the tricuspid valve. The clip was implanted on the anterior/septal leaflets. A second xtr (cds 81228u114) was advanced to the valve; however, it interacted with the first clip, causing the first clip to detach from the septal leaflet and remain attached to the anterior leaflet (slda). The second xtr clip was not implanted and the cds was removed. No further clips were attempted on the tricuspid valve and the tr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.